Event description:
A hospital in (B)(6) reported that the tubing on the opt312 junior interface had become detached from the cannula during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint cannula was not received in (B)(4) for evaluation. We were informed that the complaint device was lost in transit to (B)(4). Our investigation is thus based on a photograph of the complaint device supplied by our (B)(4) office. Results: inspection of the supplied photograph revealed that the tubing had become detached from the right hand side of the manifold. Conclusion: without the complaint device we were unable to confirm whether sufficient glue had been applied. Each cannula is leak and occlusion tested at the production line and any that fail are discarded. In order to check the glue bond, an assembled sample is pull tested at the end of each run after allowing it to dry for at least three hours. Our user instructions that accompany the optiflow junior cannula state: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Patient monitoring is recommended. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior cannula based on customer feedback.